Event description:
It was reported that during a prostatectomy, during use, a metallic component detached from the tip. Piece retrieved. Device replaced. No ae reported.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. B3: event month and year only reported. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? It broke in several points. Is the jaw damaged but not broken off? No. Is the top jaw loose but not detached? No. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? No upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2024 h6 health effect - impact code.